Manufacturer narrative:
No product samples or videos were returned for investigation, however, an image was provided by the customer showing the pressure tubing being separated from the luer. The reported complaint of line breakage was confirmed. Without the return of the reported sample a probable cause could not be identified. A DHR review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
The device is expected to be returned for evaluation, however it is yet to be received.

Event description:
The event involved a transpac¿ it monitoring kit, 84" safeset reservoir, 2 needleless valves, 3ml flush device, macrodrip. The customer reported that they had a line breakage at the juncture of the transducer and patient line. A doctor was in the room and witnessed the failure. There was patient involvement, however, no harm was reported as a consequence of this event. This is report 2 of 2